Event description:
It was reported that undersensing of varying smaller r waves was observed in non sustained episodes on the implantable cardioverter defibrillator (ICD). The patient was brought into clinic and programming changes were made. The patient was discharged and was to continue being monitored.